Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd of if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that approx 45 mins into surgery, the device jaws would no longer open. The device was excised from tissue. There was no pt injury.